Event description:
It was reported the pt experienced a shocking or jolting sensation. The pt thought it might have been related to her putting up a 12 foot christmas tree.

Manufacturer narrative:
(B) (4).